Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to perform several troubleshooting steps, including disconnecting tubing, tightening connections, and delivering boluses. Despite initial recurrences of the occlusion alarm, a new cartridge was loaded, and a 9-unit bolus was successfully delivered. The customer was advised to replace supplies as necessary and resume insulin therapy.